Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
Tip of PICC central but baby had fluid under babies neck. There was concern if PICC leaked out of line into tissue in neck area. X-ray showed placement was fine but concern of a leak, so they pulled the PICC.

Manufacturer narrative:
The lot number was not provided, so the device history record could not be reviewed. A review of the returned product from the customer was performed. Visual inspection confirmed that there was a crack on the hub. The exact root cause is unable to be determined, but the likely root cause is due to tensile force being applied to the catheter hub during use. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use.